Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. A cut was noted in the outer insulation which was likely explant damage. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement. This product has been returned for analysis. This report will be updated should additional information become available or if analysis is completed. Patient code 3191 captures the reportable event of surgery.

Event description:
It was reported that this right atrial (ra) lead exhibited high pacing thresholds upon routine follow up. In addition, positional micro-dislodgement was suspected. This ra lead was explanted. No additional adverse patient effects reported.

Manufacturer narrative:
This product has been returned for analysis. This report will be updated should additional information become available or if analysis is completed. (B)(4).

Event description:
It was reported that this right atrial (ra) lead exhibited high pacing thresholds upon routine follow up. In addition, positional micro-dislodgement was suspected. This ra lead was explanted. No additional adverse patient effects reported.